Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 05/25/2018 stating that this lead was exhibiting noise on the lv channel which was intermittently sensed causing lv pacing inhibition. Technical services noted that the lv lead impedance varied between 450 ohms and 700 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).